Manufacturer narrative:
Date sent to the FDA: 08/25/2020. Corrected h-3 summary: one empty open box and two unopened samples of product code v347, lot qdbbkmq0 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage of suture post-op was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/06/2020 additional information was requested, and the following was obtained: please confirm that two vicryl sutures broke post-operatively? Yes what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal how were sutures placed (interrupted or continuous)? Continuous did the operating surgeon observe any sutures deficiency or anomaly before or during the suture placement? Unknown was there any precipitating stress factor for the sutures breakage? No what date did the patient present with dehiscence and suture breakage (# post op days)? Unknown where were sutures broken? Already shipped so cannot check what tissue dehisced? Unknown other relevant patient history/concomitant medications? What is the patient¿s current status after re-operation? Unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/25/2020. Additional h-3 summary: one empty overwrap, one empty folder and three needle-suture combinations of product code mb66, lot pjj399 were received for analysis. The complaint sample was not received for evaluation. The product code is multi-strand and required four strands per packet. During the visual inspection of three needle-sutures, the swage and attachment area were noted to be as expected. The sutures were examined along of the strands and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance - breakage of suture post-op was found and the tested needle-suture met the finished goods requirements this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v347h; qdbbkmq0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? Date of c-section surgery? Please confirm that two vicryl sutures broke post-operatively? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How were sutures placed (interrupted or continuous)? Did the operating surgeon observe any sutures deficiency or anomaly before or during the suture placement? Was there any precipitating stress factor for the sutures breakage? What date did the patient present with dehiscence and suture breakage (# post op days)? Where were sutures broken? What tissue dehisced? Date and details of revision surgery? How was the dehiscence managed? What is physician¿s opinion as to the etiology of or contributing factors to these events (wound dehiscence and suture breakage)? Other relevant patient history/concomitant medications? What is the patient¿s current status after re-operation? If applicable, will product be returned, return date, tracking information? Events submitted via 2210968-2020-05563.

Event description:
It was reported that the patient underwent a c-section on unknown date and the suture was used to close the subcutaneous layer. After c-section the patient experienced a dehiscence and underwent an additional surgery. The suture found broken. It is unknown if the patient did anything abnormal to cause that. Additional information has been requested.